Event description:
It was reported that customer experiences elevated blood glucose levels once the cartridge gets to 35 units or less of insulin. Reportedly, the cartridge gets to 35 units on the fourth day of being in use. Cartridges are typically in use for 5 days.

Manufacturer narrative:
No product was returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T-slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.